Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that two programs, a and b, stopped working. This has been the third time. Patient does not know the circumstances that led to this. Patient is contacting the manufacturer representative (rep) to reprogram the leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating his controller dropped programs and needs to meet with a mdt rep in person to fix it. Pt added this issue happens every couple months and they need to see a mdt rep in person to get reprogrammed. Agent reviewed info. Pt stated they have an appt with hcp, at texas institute of pain and spine in pearland tx. Pt has an appointment on tuesday march 25th at 3 pm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they were trying to get in touch with their manufacturer representative (rep) as the stimulation was not working as intended. Patient said that now the stimulation wasn't working again and they only had group c but that they had group a and b. Patient reported that sometime this year when this issue first happened, they got ahold of their rep and they had to get together and the representative had to do something about the leads or something and they got it working again; agent understood as stimulation. Patient mentioned that they met with the representative in webster and that the representative didn't even meet with the doctor and that they just went to a spare room and reprogrammed the device. Agent offered to walk the patient through adjusting their stimulation, however patient said that when they went to either group a or b, the stimulation couldn't go higher than what was said in there. Patient confirmed seeing settings not available. When asked for the event date, patient stated that this was the second time that the issue had occurred and that they saw settings not available within the last week or two. The issue was not resolved. Agent reviewed meaning of settings not available message. Agent provided the patient with the nas phone number for their doctor to call on their behalf if they didn't hear back from a representative. Agent also emailed the local field representatives for visibility and for a patient callback request. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they need to find a local representative that can reprogram their stimulator. The patient stated it keeps on dropping all the programs. Patient stated they do not have an a or b program anymore. The patient asked why does it keep doing this. Agent is sending a message to the local field representative about patient request.